Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 47 mg/dl. Customer treated low blood glucose with some juice. It was unknown that customer was using the auto mode feature or not at the time of the incident. Customer was reporting that they received replace alarms and customer inserted new battery. Customer stated that they had to go through rewind process again and they were unable to turn on auto mode because blue shield was not on screen but only graph. Customer was also reporting that they received multiple error alarms. Customer was able clear alarms and complete rewind process. Insulin pump passed self test. Customer stated that they received replace alarms and customer inserted new battery. Customer stated that they had to go through rewind process again and they were unable to set time and date because blue shield was on screen. The insulin pump will not be returned for analysis.